Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of incident was normal and did not require medical treatment. Troubleshooting was unable to resolve the issue. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with a severely cracked and bleeding lcd glass. Unable to verify blank display due to lcd damage. Unable to perform operating currents and displacement test and unable to verify blank display due to lcd damage.

Manufacturer narrative:
Device received with a severely cracked and bleeding lcd glass. Unable to verify blank display due to lcd damage. Unable to perform operating currents and displacement test and unable to verify blank display due to lcd damage.